Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation from abdominal wall / abdominal wall perforation"), pregnancy with contraceptive device ("unintended pregnancy"), haemorrhage in pregnancy ("near fatal complications after delivery / near fatal hemmorage") and medical induction of coma ("medically induced coma") in a (B)(6) female patient (gravida 2, para 2) who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I and parity 1 ((B)(6) 2001 and (B)(6) 2011). Concomitant products included cilest (ortho tri-cyclen lo) for birth control as well as benadryl codein, citalopram hydrobromide (celexa), citicoline sodium (neuroton), fexofenadine, pethidine hydrochloride (pethoid), propranolol (inderal), rizatriptan and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("head pain (excruciating)") and neck pain ("neck pain (excruciating)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), medical induction of coma (seriousness criterion medically significant), complication of device removal ("asked to remove them but was told they couldn¿t be"), abdominal distension ("swollen belly"), allergy to metals ("hypersensitive reaction/hypersensitivity reaction to nickel or any other component of essure"), migraine ("migraines"), pruritus generalised ("1st trimester of pregnancy she was itchy all over (from the inside out.)"), emotional distress ("emotional distress"), inflammation ("inflammation nos"), loss of libido ("loss of consortium"), nail disorder ("nail damage"), alopecia ("loss of hair"), uterine pain ("uterus pain"), depression ("depression") and anxiety ("mental anguish associated with her physical injuries / anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy), surgery and surgery (dnc, blood transfusions / exploratory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, medical induction of coma, complication of device removal, abdominal distension, allergy to metals, emotional distress, inflammation, loss of libido, nail disorder, alopecia and neck pain outcome was unknown, the migraine and pruritus generalised had resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, complication of device removal, depression, emotional distress, haemorrhage in pregnancy, headache, inflammation, loss of libido, medical induction of coma, migraine, nail disorder, neck pain, pregnancy with contraceptive device, pruritus generalised, uterine pain and uterine perforation to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing injury/condition. She was not allergic to nickel. She did not allege essure caused birth defects. She did not retain you retain the essure or any portion of it. She was not advised of complications from her essure removal procedure. She didn¿t want to become pregnant again. Diagnostic results: she underwent pregnancy test, until (B)(6) 2011. On (B)(6) 2010: hysterosalpingogram:essure confirmation test. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation from abdominal wall / abdominal wall perforation'), pregnancy with contraceptive device ('unintended pregnancy'), haemorrhage in pregnancy ('near fatal complications after delivery / near fatal hemmorage') and medical induction of coma ('medically induced coma') in a 38-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectve". The patient's medical history included gravida I, parity 1 ((B)(6) 2001 and (B)(6) 2011), pap smear abnormal, breast disorder female, stress, laceration, pelvic exploration, shoulder pain, periumbilical pain, nausea, photophobia, osmophobia, decreased appetite and weight loss. Concurrent conditions included alcohol use, depression, essential hypertension, hepatic disorder nos, neurologic disorder nos, renal disease, trauma, thromboembolic event, thyroid disorder, bleeding genital, dysfunctional uterine bleeding, varicose veins pelvic, decreased appetite, lightheadedness, peripheral swelling, puffy eyes, sleep disorder, fatigue, hypoesthesia of gloves-socks type, tingling feet/hands and weight gain. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen lo) for birth control as well as codeine phosphate; diphenhydramine hydrochloride (benadry codein), fexofenadine, folic acid, pethidine hydrochloride (pethoid), propranolol hydrochloride (inderal), rizatriptan and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("head pain (excruciating)") and neck pain ("neck pain (excruciating)"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced migraine ("migraines"), emotional distress ("emotional distress") and loss of libido ("loss of consortium"). In 2011, the patient experienced abdominal distension ("swollen belly"), inflammation ("inflammation nos") and hypersensitivity ("hypersensitive reaction"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, haemorrhage in pregnancy (seriousness criterion medically significant), complication of device removal ("asked to remove them but was told they couldn¿t be"), allergy to metals ("hypersensitive reaction/hypersensitivity reaction to nickel or any other component of essure"), pruritus ("1st trimester of pregnancy she was itchy all over (from the inside out.)"), nail disorder ("nail damage"), alopecia ("loss of hair"), uterine pain ("uterus pain"), depression ("depression") and anxiety ("mental anguish associated with her physical injuries / anxiety") and underwent medical induction of coma (seriousness criterion medically significant). The patient was treated with surgery (dnc, blood transfusions / exploretory surgery and total abdominal hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, medical induction of coma, complication of device removal, abdominal distension, allergy to metals, emotional distress, inflammation, loss of libido, nail disorder, alopecia, neck pain, and hypersensitivity outcome was unknown, the migraine and pruritus had resolved and the depression and anxiety was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, complication of device removal, depression, emotional distress, haemorrhage in pregnancy, headache, hypersensitivity, inflammation, loss of libido, medical induction of coma, migraine, nail disorder, neck pain, pregnancy with contraceptive device, pruritus, uterine pain, and uterine perforation to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure lacement. She did not claim that essure worsened a previously existing injury/condition.she was not allergic to nickel.she did not allege essure caused birth defects.she did not retain you retain the essure or any portion of it.she was not advised of complications from her essure removal procedure.she didn¿t want to become pregnant again. Diagnostic results: she underwent pregnancy test, until (B)(6) 2011 (B)(6) 2010: hysterosalpingogram: essure confirmation test. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, headache, neck pain, migraine, depression, anxiety. Number: 706578 manufacturing date: 2010/01 expiration date: 2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation from abdominal wall / abdominal wall perforation'), pregnancy with contraceptive device ('unintended pregnancy'), haemorrhage in pregnancy ('near fatal complications after delivery / near fatal hemmorage') and medical induction of coma ('medically induced coma') in a 38-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectve". The patient's medical history included gravida I, parity 1 ((B)(6) 2011), pap smear abnormal, breast disorder female, stress, laceration, pelvic exploration, shoulder pain, periumbilical pain, nausea, photophobia, osmophobia, decreased appetite and weight loss. Concurrent conditions included alcohol use, depression, essential hypertension, hepatic disorder nos, neurologic disorder nos, renal disease, trauma, thromboembolic event, thyroid disorder, bleeding genital, dysfunctional uterine bleeding, varicose veins pelvic, decreased appetite, lightheadedness, peripheral swelling, puffy eyes, sleep disorder, fatigue, hypoesthesia of gloves-socks type, tingling feet/hands and weight gain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) for birth control as well as codeine phosphate;diphenhydramine hydrochloride (benadry codein), fexofenadine, folic acid, pethidine hydrochloride (pethoid), propranolol hydrochloride (inderal), rizatriptan and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("head pain (excruciating)") and neck pain ("neck pain (excruciating)"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced migraine ("migraines"), emotional distress ("emotional distress") and loss of libido ("loss of consortium"). In 2011, the patient experienced abdominal distension ("swollen belly"), inflammation ("inflammation nos") and hypersensitivity ("hypersensitive reaction"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, haemorrhage in pregnancy (seriousness criterion medically significant), complication of device removal ("asked to remove them but was told they couldn¿t be"), allergy to metals ("hypersensitive reaction/hypersensitivity reaction to nickel or any other component of essure"), pruritus ("1st trimester of pregnancy she was itchy all over (from the inside out.)"), nail disorder ("nail damage"), alopecia ("loss of hair"), uterine pain ("uterus pain"), depression ("depression") and anxiety ("mental anguish associated with her physical injuries / anxiety") and underwent medical induction of coma (seriousness criterion medically significant). The patient was treated with surgery (dnc, blood transfusions / exploretory surgery and total abdominal hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, medical induction of coma, complication of device removal, abdominal distension, allergy to metals, emotional distress, inflammation, loss of libido, nail disorder, alopecia, neck pain and hypersensitivity outcome was unknown, the migraine and pruritus had resolved and the depression and anxiety was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, complication of device removal, depression, emotional distress, haemorrhage in pregnancy, headache, hypersensitivity, inflammation, loss of libido, medical induction of coma, migraine, nail disorder, neck pain, pregnancy with contraceptive device, pruritus, uterine pain and uterine perforation to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure lacement. She did not claim that essure worsened a previously existing injury/condition.she was not allergic to nickel.she did not allege essure caused birth defects.she did not retain you retain the essure or any portion of it.she was not advised of complications from her essure removal procedure.she didn¿t want to become pregnant again. Diagnostic results: she underwent pregnancy test, until (B)(6) 2011 (B)(6) 2010: hysterosalpingogram:essure confirmation test concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, headache, neck pain, migraine, depression, anxiety. Number: 706578, manufacturing date: 2010/01, expiration date: 2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation from abdominal wall / abdominal wall perforation'), pregnancy with contraceptive device ('unintended pregnancy'), haemorrhage in pregnancy ('near fatal complications after delivery / near fatal hemmorage') and medical induction of coma ('medically induced coma') in a 38-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 (B)(6)2001 and (B)(6) 2011), pap smear abnormal, breast disorder female, stress, laceration, pelvic exploration, shoulder pain, periumbilical pain, nausea, photophobia, osmophobia, decreased appetite and weight loss. Concurrent conditions included alcohol use, depression, essential hypertension, hepatic disorder nos, neurologic disorder nos, renal disease, trauma, thromboembolic event, thyroid disorder, bleeding genital, dysfunctional uterine bleeding, varicose veins pelvic, decreased appetite, lightheadedness, peripheral swelling, puffy eyes, sleep disorder, fatigue, hypoesthesia of gloves-socks type, tingling feet/hands and weight gain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) for birth control as well as codeine phosphate;diphenhydramine hydrochloride (benadry codein), fexofenadine, folic acid, pethidine hydrochloride (pethoid), propranolol hydrochloride (inderal), rizatriptan and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("head pain (excruciating)") and neck pain ("neck pain (excruciating)"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced migraine ("migraines"), emotional distress ("emotional distress") and loss of libido ("loss of consortium"). In 2011, the patient experienced abdominal distension ("swollen belly"), inflammation ("inflammation nos") and hypersensitivity ("hypersensitive reaction"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, haemorrhage in pregnancy (seriousness criterion medically significant), complication of device removal ("asked to remove them but was told they couldn¿t be"), allergy to metals ("hypersensitive reaction/hypersensitivity reaction to nickel or any other component of essure"), pruritus ("1st trimester of pregnancy she was itchy all over (from the inside out.)"), nail disorder ("nail damage"), alopecia ("loss of hair"), uterine pain ("uterus pain"), depression ("depression") and anxiety ("mental anguish associated with her physical injuries / anxiety") and underwent medical induction of coma (seriousness criterion medically significant). The patient was treated with surgery (dnc, blood transfusions / exploretory surgery and total abdominal hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, medical induction of coma, complication of device removal, abdominal distension, allergy to metals, emotional distress, inflammation, loss of libido, nail disorder, alopecia, neck pain and hypersensitivity outcome was unknown, the migraine and pruritus had resolved and the depression and anxiety was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, complication of device removal, depression, emotional distress, haemorrhage in pregnancy, headache, hypersensitivity, inflammation, loss of libido, medical induction of coma, migraine, nail disorder, neck pain, pregnancy with contraceptive device, pruritus, uterine pain and uterine perforation to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure lacement. She did not claim that essure worsened a previously existing injury/condition. She was not allergic to nickel.she did not allege essure caused birth defects. She did not retain you retain the essure or any portion of it. She was not advised of complications from her essure removal procedure. She didn t want to become pregnant again. Diagnostic results: she underwent pregnancy test, until (B)(6) 2011 (B)(6) 2010: hysterosalpingogram:essure confirmation test. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, headache, neck pain, migraine, depression, anxiety. Number: 706578 manufacturing date: 2010/01 expiration date: 2013/01 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation from abdominal wall / abdominal wall perforation"), pregnancy with contraceptive device ("unintended pregnancy"), haemorrhage in pregnancy ("near fatal complications after delivery / near fatal hemmorage") and medical induction of coma ("medically induced coma") in a 38-year-old female patient (gravida 2, para 2) who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectve". The patient's past medical history included gravida I and parity 1 ((B)(6) 2001 and (B)(6) 2011). Concomitant products included cilest (ortho tri-cyclen lo) for birth control as well as benadry codein, citalopram hydrobromide (celexa), citicoline sodium (neuroton), fexofenadine, pethidine hydrochloride (pethoid), propranolol (inderal), rizatriptan and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("head pain (excruciating)") and neck pain ("neck pain (excruciating)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, pregnancy with contraceptive device, haemorrhage in pregnancy and medical induction of coma (seriousness criterion medically significant), complication of device removal ("asked to remove them but was told they couldn¿t be"), abdominal distension ("swollen belly"), allergy to metals ("hypersensitive reaction/hypersensitivity reaction to nickel or any other component of essure"), migraine ("migraines"), pruritus generalised ("1st trimester of pregnancy she was itchy all over (from the inside out.)"), emotional distress ("emotional distress"), inflammation ("inflammation nos"), loss of libido ("loss of consortium"), nail disorder ("nail damage"), alopecia ("loss of hair"), uterine pain ("uterus pain"), depression ("depression") and anxiety ("mental anguish associated with her physical injuries / anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy) and surgery (dnc, blood transfusions / exploretory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, medical induction of coma, complication of device removal, abdominal distension, allergy to metals, emotional distress, inflammation, loss of libido, nail disorder, alopecia and neck pain outcome was unknown, the migraine and pruritus generalised had resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, complication of device removal, depression, emotional distress, haemorrhage in pregnancy, headache, inflammation, loss of libido, medical induction of coma, migraine, nail disorder, neck pain, pregnancy with contraceptive device, pruritus generalised, uterine pain and uterine perforation to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure lacement. She did not claim that essure worsened a previously existing injury/condition.she was not allergic to nickel.she did not allege essure caused birth defects.she did not retain you retain the essure or any portion of it.she was not advised of complications from her essure removal procedure.she didn¿t want to become pregnant again. Diagnostic results: she underwent pregnancy test, until (B)(6) 2011 (B)(6) 2010: hysterosalpingogram:essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation from abdominal wall / abdominal wall perforation"), pregnancy with contraceptive device ("unintended pregnancy"), haemorrhage in pregnancy ("near fatal complications after delivery / near fatal hemmorage") and medical induction of coma ("medically induced coma") in a 38-year-old female patient (gravida 2, para 2) who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectve". The patient's past medical history included gravida I and parity 1 ((B)(6) 2001 and (B)(6) 2011). Concomitant products included cilest (ortho tri-cyclen lo) for birth control as well as benadry codein, citalopram hydrobromide (celexa), citicoline sodium (neuroton), fexofenadine, pethidine hydrochloride (pethoid), propranolol (inderal), rizatriptan and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("head pain (excruciating)") and neck pain ("neck pain (excruciating)"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), emotional distress ("emotional distress") and loss of libido ("loss of consortium"). In 2011, the patient experienced abdominal distension ("swollen belly"), inflammation ("inflammation nos") and hypersensitivity ("hypersensitive reaction"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, haemorrhage in pregnancy (seriousness criterion medically significant), medical induction of coma (seriousness criterion medically significant), complication of device removal ("asked to remove them but was told they couldn¿t be"), allergy to metals ("hypersensitive reaction/hypersensitivity reaction to nickel or any other component of essure"), pruritus generalised ("1st trimester of pregnancy she was itchy all over (from the inside out.)"), nail disorder ("nail damage"), alopecia ("loss of hair"), uterine pain ("uterus pain"), depression ("depression") and anxiety ("mental anguish associated with her physical injuries / anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy), surgery and surgery (dnc, blood transfusions / exploretory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, medical induction of coma, complication of device removal, abdominal distension, allergy to metals, emotional distress, inflammation, loss of libido, nail disorder, alopecia, neck pain and hypersensitivity outcome was unknown, the migraine and pruritus generalised had resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, complication of device removal, depression, emotional distress, haemorrhage in pregnancy, headache, hypersensitivity, inflammation, loss of libido, medical induction of coma, migraine, nail disorder, neck pain, pregnancy with contraceptive device, pruritus generalised, uterine pain and uterine perforation to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing injury/condition. She was not allergic to nickel. She did not allege essure caused birth defects. She did not retain you retain the essure or any portion of it. She was not advised of complications from her essure removal procedure. She didn¿t want to become pregnant again. Diagnostic results: she underwent pregnancy test, until (B)(6) 2011. On (B)(6) 2010: hysterosalpingogram:essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation from abdominal wall / abdominal wall perforation"), pregnancy with contraceptive device ("unintended pregnancy"), haemorrhage in pregnancy ("near fatal complications after delivery / near fatal hemmorage") and medical induction of coma ("medically induced coma") in a 38-year-old female patient (gravida 2, para 2) who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectve". The patient's past medical history included gravida I and parity 1 (10apr2001 and 01sep2011). Concomitant products included cilest (ortho tri-cyclen lo) for birth control as well as benadry codein, citalopram hydrobromide (celexa), citicoline sodium (neuroton), fexofenadine, pethidine hydrochloride (pethoid), propranolol (inderal), rizatriptan and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("head pain (excruciating)") and neck pain ("neck pain (excruciating)"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), emotional distress ("emotional distress") and loss of libido ("loss of consortium"). In 2011, the patient experienced abdominal distension ("swollen belly"), inflammation ("inflammation nos") and hypersensitivity ("hypersensitive reaction"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, haemorrhage in pregnancy (seriousness criterion medically significant), medical induction of coma (seriousness criterion medically significant), complication of device removal ("asked to remove them but was told they couldn¿t be"), allergy to metals ("hypersensitive reaction/hypersensitivity reaction to nickel or any other component of essure"), pruritus generalised ("1st trimester of pregnancy she was itchy all over (from the inside out.)"), nail disorder ("nail damage"), alopecia ("loss of hair"), uterine pain ("uterus pain"), depression ("depression") and anxiety ("mental anguish associated with her physical injuries / anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy), surgery and surgery (dnc, blood transfusions / exploretory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, medical induction of coma, complication of device removal, abdominal distension, allergy to metals, emotional distress, inflammation, loss of libido, nail disorder, alopecia, neck pain and hypersensitivity outcome was unknown, the migraine and pruritus generalised had resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, complication of device removal, depression, emotional distress, haemorrhage in pregnancy, headache, hypersensitivity, inflammation, loss of libido, medical induction of coma, migraine, nail disorder, neck pain, pregnancy with contraceptive device, pruritus generalised, uterine pain and uterine perforation to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure lacement. She did not claim that essure worsened a previously existing injury/condition.she was not allergic to nickel.she did not allege essure caused birth defects.she did not retain you retain the essure or any portion of it.she was not advised of complications from her essure removal procedure.she didn¿t want to become pregnant again. Diagnostic results: she underwent pregnancy test, until (B)(6) 2011 (B)(6) 2010: hysterosalpingogram:essure confirmation test . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. New event added- hypersensitive reaction. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.